Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and unable to complete. Customer will return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents, self-test and displacement test. No failed battery test alarm noted during test. Insulin pump was received with broken battery cap and stripped battery cap(p)coin slot.